Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified forearm vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 8atm for 5 seconds. The balloon was removed without any problem from the patient's body and the procedure was completed with a different device. No complications were reported and there was no problem with patient condition post procedure.